Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for post spinal cord injury and intractable spasticity. The pump was used to deliver unknown baclofen. It was reported that the patient went in for a refill on (B)(6) 2026 and, when the hcp interrogated the pump, they got a motor stall alert for over 1000 hours. The patient did have magnetic resonance imaging and did not have the pump interrogated until the date of the report. Technical services reviewed telemetry mode after MRI. The hcp interrogated the pump again and the logs showed a motor stall recovery.